Manufacturer narrative:
(B)(4). Date sent: 3/4/2024 additional information was requested, and the following was obtained: 1. Was the device locked on tissue with the anvil closed? No 2. If yes, what steps were taken to open the anvil. Na 3. If the anvil could not be opened, how was the device removed. The surgeon had to use force to remove the stapler, which is not usual, after turning the rotation knob two turns. 4. "Did the surgeon turn the rotation knob full revolutions as stated in the IFU? Yes he uses this stapler regularly. The patient remained under surveillance hoping not to undergo revision or fistula. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a malfunction, and has been revised to not reportable. B1, h1

Manufacturer narrative:
(B)(4). Date sent 2/23/2024. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the device locked on tissue with the anvil closed? If yes, what steps were taken to open the anvil. If the anvil could not be opened, how was the device removed. "Did the surgeon turn the rotation knob full revolutions as stated in the IFU? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a recto-sigmoid resection with assisted laparoscopy, colorectal anastomosis, it was impossible to remove the device after stapling. No patient consequence the day of the intervention. The surgeon will monitor the patient.